Event description:
The patient reported that ever since his device was implanted, he could not sleep at night and it makes his nerves in his back and stomach jump. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.